Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected to the homechoice during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient failed to follow therapy steps during peritoneal dialysis therapy. The patient was connected during priming. The technical service representative had the patient press stop and confirmed that the patient was connected to the patient line from the machine. The technical service representative instructed the patient to disconnect the aseptic way and start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.